Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank mini, medication ID was wrong. The customer reported that the malfunction the user was not able to issue the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medbank mini, medication ID was wrong. The customer reported that the malfunction the user was not able to issue the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was wrong item identification. A technical support specialist spoke with customer and explained that the medication could not be dispensed due to incorrect item ID. Customer was reluctant and wanted to explain to the nurse how to override. Redialed and informed that the pharmacy will deliver the medication and acknowledged. The system functioned as intended after the technical support specialist verified the issue.